Event description:
Information was reported that the cuff was not inflating symmetrically immediately upon use. Incident occurred within week 27. No patient injury occurred.

Manufacturer narrative:
Other, other text: returned device was received without their original packaging inside a ziploc bag, in used conditions and with their certificate of safe handling. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was reported that the cuff was not inflating symmetrically immediately upon use. Incident occurred within week 27. No patient injury occurred.